Event description:
The event involved a customer allegation that the device alarmed for replace battery. The customer further reported that the battery was replaced and reset the notification in the service mode at the user facility and the pump continues with the alarm for replace battery, battery not installed, and power off then on and replace pump if alarm continues. A review of the device log during investigation showed the n56 (replace battery) alarm. Testing found that the pump did not pass the pvt self-test as it displayed ¿power off then on. Replace pump if alarm continues¿, alarmed for e437 (software failure) and displayed ¿battery not installed¿. The fse reported that the battery was replaced and the pump passed the pvt self-test, and determined the probable cause was a defective battery. This reported complaint was determined to be associated with a known s/w defect which is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.